Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. And other information requested is unknown. * were there any patient consequences? * procedure name? Please perform and document the follow up attempt for product return no product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient left patellar ligament procedure on (B)(6) 2023 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Change the suture and continue to sew until the wound is fully sewn. No reported adverse patient consequences. Additional information has been requested.